Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low creatinine results generated by the au400 with ise clinical chemistry analyzer for multiple patients. The patient results were reported out of the lab. The specimens were re-tested and amended reports were issued. It is unknown if patient treatment was affected in connection with this event.

Manufacturer narrative:
The instrument's records show that qc and calibration were fluctuating between (B)(6) 2010. A field service engineer (fse) was dispatched: the fse removed cuvette wheel and found coolant on wheel and trench. The fse cleaned cuvette wheel and sonicated all cuvettes. A few days later the fse replaced r syringe and r probe. Qc and precision were acceptable afterwards. It was determined that coolant in the cuvette wheel and r1/r2 reagent syringe and probe is the root cause for this event.